Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found software version 3.01 needed to be updated to version 3.10. No image was due to faulty circuit board; no serial digital interface (sdi) output signal. The device was tested with the ltf-s190-5 endoscope and confirmed that the image was present. It was confirmed that the image was intermittent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the visera elite video system center is not producing image. The issue was found during maintenance. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no image from serial digital interface (sdi) output occurred due to faulty printed-circuit board. The cause of the faulty cm board could not be identified. Olympus will continue to monitor field performance for this device.